Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of the instrument tip has been twisted and sheared off. Consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. The above findings are consistent with torsional overload.

Event description:
It was reported that patient underwent unspecified spinal procedure for l1 burst fracture (2a2b) at th11-l3. During surgery, the tip of the driver was broke a little bit because the surgeon performed final tightening mas set screw with it. The sales rep did not realize that the surgeon used wrong driver for mas set screw because the sales rep had instructed nurse the setting of instruments at the time. The products came in contact with the patient. No patient complications were reported. There was no fragment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.